Event description:
A caller reported a malfunction on the pump, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. They were advised to call back if any malfunction codes appear again, which the caller acknowledged and understood.